Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed and unable to recover. A field service engineer performed drawer recovery, which completed successfully with no errors. The reported issue could not be duplicated, inspected the drawer assembly and conducted testing without errors. The customer also performed additional access requests with no issues observed. The system was confirmed to be operational. Good faith attempts were made to get the additional information regarding the door issue. No responses received from the field service engineer and the fse manager. Additional information will be added to the record if and when the information was received. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device experienced a door failure. Customer attempted troubleshoot with reboot and recover but issue still persisted. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.